Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the reported phenomenon was caused by use handling issue. As stated on the IFU (instruction for use) the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found the reported issue was confirmed. The unit on/off switch was observed stuck it was fully depressed and will not come out. Device was found with an old type switch and needs to be upgraded. In addition, front panel was noted to be damaged and missing the warning label. A non-olympus bulb was also noted. Based on evaluation findings, the reported issue was identified to be attributed to a faulty switch. The root cause of the faulty switch was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
The device on/off switch is stuck, it is fully depressed and will not come out was reported. The issue found during preparation for use. There was no patient involvement, no user injury reported.